Manufacturer narrative:
Follow-up #1: date of submission 07/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/25/2014 with the following findings:the keypad was returned peeling at the ok button. During testing, the contrast button and ok button had an intermittent response. The down arrow and up arrow buttons were unresponsive. The keypad cover was removed and the up and down arrow button contacts were found to be inverted, and contamination was found under all of the button contacts. Unrelated to the original complaint, the pump booted to the verify screen with a dim and discolored contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the keypad was peeling and unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.